Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. The customer stated that the insulin exit tubing. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit but insulin pump again alarmed insulin flow block. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g, insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for alleged insulin flow block alarm/no delivery alarm and pump did not alarm no reservoir detected when piston reached end of travel on 24-aug-2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. When piston reached end of travel, the pump properly alarmed no reservoir detected. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. There were no "no delivery alarm" noted on the event date 24-aug-2022 in the formatted history file. There were no unexpected pump errors/alarms noted 2 weeks prior to the event date 24-aug-2022 in the formatted history file. The pump did not have a battery installed when received. No damage noted on the original battery cap. Insulin flow block alarm/no delivery alarm was not confirmed. When piston reached end of travel, the pump properly alarmed no reservoir detected. No reservoir detected alarm function properly. No reservoir detected alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.